Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿a case of mediastinal abscess caused by endoscopic ultrasound-guided fine needle aspiration of a mediastinal lesion¿. The literature reported that the endoscopic ultrasound-guided fine needle aspiration (eus-fna) has been performed for diagnostic purposes in patients with posterior mediastinal lesion. The procedure was performed using olympus ultrasound gastrovideoscope model gf-uct260 and boston scientific endoscopic ultrasound aspiration needle model expect. The procedure was completed. In addition, there were no symptoms showing bleeding or infection after the procedure. The patient was discharged the day after the procedure. Seven days after discharge, the patient complained of fever and chest pain and became consciousness disorder. The patient was diagnosed at the user facility with pericardial fluid retention and septic shock due to posterior mediastinal lesion and epicarditis. The user facility performed a urgent debridement surgery for the patient. In addition, the user facility confirmed that the patient was positive for veillonella parvula. The user facility performed intensive care to the patient for 4 days and the patient was discharged 28 days after the surgery. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Omsc is submitting three mdrs according to the number of the complication case. This is 1st of 3 reports (pericardial fluid retention).